Event description:
It was reported by caregiver that a vns patient was experiencing chest pain, stomach ache, and neck pain since (B)(6) 2017. She thinks these events are related to vns stimulation. She also stated that there is a "line" tracing the lead wire, and she states that she can feel the end of the lead wire in his neck, and it feels pointy, as if it is broken. Follow-up to the treating provider indicated that upon palpation the lead device felt broken in the neck area. The device was palpable near the center of the neck, due to the break in the lead. It was stated that it was also observed to be broken upon review of x-rays taken. The patient was referred for surgery. Additional relevant information has not been received to-date. No known surgery has occurred to-date.